Event description:
Related manufacturer reference number: 2017865-2022-02568. It was reported that the right ventricular (ra) lead was found to be dislodged. The left ventricular lead (lv) was explanted for an unknown reason. Patient status was unknown.